Event description:
It was reported that a light sensitive drug set leaked an unspecified chemotherapy drug during therapy. Specifically, the leak originated from the portion of the tubing that is inserted into the colleague pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed with no leaks noted. Simulated use testing was performed by inserted the set into an in-house colleague pump, and the device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.